Manufacturer narrative:
Other text: device evaluation: the device was returned for investigation. There was no evidence of the reported failure in the event log. A visual inspection and functional test were performed. The customer's reported failure was confirmed. Investigation found missing/broken off the downstream occlusion sensor nub. The root cause of the reported problem can be attributed to a faulty downstream occlusion sensor nub. The downstream occlusion sensor will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited permanent alarm. No adverse effects were reported.